Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00422 and 1627487-2024-00274.it was reported that the patient was experiencing discomfort at the ipg site as well as ineffective stimulation. Surgical intervention took on (B)(6) 2023 place where the ipg was explanted and replaced, and the lead was repositioned to address the issues. Therapy was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated.